Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2000 and a left total hip arthroplasty (B)(6) 2005. During post-operative monitoring and testing, a malpositioned acetabular cup in the left hip was noted. Patient further reported pain, limping, knee/ankle problems and leg length discrepancy in the left hip. There has been no reported revision procedures to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states,"undesirable shortening of limb." Number 14 states," intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07219 & 07249).